Event description:
The recipient reportedly experienced extreme dizziness following initial surgery. The recipient was prescribed physical therapy. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction - sections a1, a.2, a.3, b.1, b.2, b.5, b.6, b.7 d.1, d.4, d.6a, d.5, e.1, e.2, e.3h.1, h.10, h.4, h.6 & g.2. Advanced bionics does not consider this event as reportable. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction - sections a1, a.2, a.3, b.1, b.2, b.5, b.6, b.7 d.1, d.4, d.6a, d.5, e.1, e.2, e.3h.1, h.10, h.4, h.6 & g.2. Advanced bionics does not consider this event as reportable. The dizziness is not believed to be device related. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's dizziness has improved. The recipient will continue with physical therapy and will try acupuncture. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.